Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec¿d 01/04/2017 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from elevated ion levels.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Patient was revised due to pain.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update apr 5, 2017. Pfs and medical records received. In addition to what was previously reported, pfs alleges discomfort, lethargy or fatigue, vertigo, hearing loss and tinnitus. After review of medical records for MDR reportability, operative notes indicated soft tissue response consistent with mom adverse events and some evidence of corrosion. In (B)(6) 2010 the patient fell and dislocated and underwent closed reduction. No lab results that is provided for the alleged high metal ions. This was updated on apr 24,2017.